Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s event of peritonitis. However, there is no evidence to show a causal relationship between the liberty select cycler/liberty cycler set and the peritonitis. There is no report of a machine malfunction or cassette leak for this event. Based on the available information, the cause of the peritonitis is unknown. The pd culture revealed serratia. Peritonitis with serratia marcescens is not common and there are only few case reports in the literature, usually in diabetic patients. This patient has not been diagnosed with diabetes, however. Gram-negative peritonitis may result from touch contamination, exit site infection, or possibly a bowel source such as constipation, colitis, or transmural migration, but the cause is often unclear. Based on the available information the liberty select cycler and liberty cycler set can be excluded as causing the event of peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with cancelling treatment and during the call the patient's contact reported that the patient had disconnected for an unspecified reason and gone to the hospital. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient was admitted with a diagnosis of peritonitis on (B)(6) 2019. Pd effluent cultures (unspecified date) revealed serratia. The patient was treated with unspecified antibiotics intraperitoneally (ip). The patient remains hospitalized. The patient had no reported issues with the liberty select cycler prior to this event. The cause of the event of peritonitis was unknown per the pdrn. The pdrn stated that the event of peritonitis was not related to treatment with the liberty select cycler or any other fresenius product or equipment.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler/liberty cycler set product issue caused or contributed to the event. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The patient¿s pd effluent yielded growth of serratia marcescens. Patients with renal failure are susceptible to serratia infections. The patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Event description:
Additional information was received. The patient had transitioned to fresenius products prior to the peritonitis episode. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. A culture test was performed, which confirmed serratia marcescens.